Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6)-2021. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer could not determine a cause. Probes, tubing, syringes, and liquid level detection were checked. The sample and reagent line tubing were cleaned. The measuring cells were replaced as a preventive measure. A system volume check, photomultiplier tube high voltage adjustment, and blank cell calibration were performed. All instrument and performance tests were successful. The customer ran calibration and controls; all recovered within the customer's guidelines.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas 8000 e 602 module. The sample initially resulted in a total psa value of 0.007 ng/ml accompanied by a data flag. The sample was then automatically repeated by the analyzer, resulting in a value of 4.21 ng/ml. The 4.21 ng/ml value was reported outside of the laboratory to the physician, who questioned the value. The initial value of 0.007 ng/ml was believed to be correct. The total psa reagent lot number was 50759301, with an expiration date of 30-nov-2021.